Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the distal setup joint (dsuj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The dsuj was analyzed and the customer reported complaint was confirmed but not replicated. Error 23094 was found upon reviewing the error logs indicating absolute encoder to incremental limit error reported by the suj tornado thus confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system in normal mode where it functioned within specification. The unit was also installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors either. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia tapp surgical procedure, customer called in before the case began to report that arm 4 was repeatedly faulting. The technical support engineer (tse) reviewed the logs and identified error 23094 related to the distal setup joint (dsuj). The tse instructed the customer to perform a hard power cycle on the patient cart, but the fault persisted whenever they attempted to move the arm. The customer planned to consult with the staff member in charge to determine if the procedure could proceed using only three arms. After, the customer called back to report that the psc would not drive once the arm was disabled. The customer detailed the deploy button was not functioning. The tse explained that once an arm is disabled, the system functions for deploy for draping, docking, targeting and table motion would not function. There were no reports of patient involvement.